Event description:
During delivery of onyx, catheter ruptured, onyx cast identified in the p2, p3 segment of the pca. Immediately angiogrphy demonstrated poor perfusion of the pca distal of this cast, filling the avm. Repeat angiogrpahy showed improved perfusion along with filling of the residual avm. The draining vein was fully patent. The procedure was abandoned and urgent aptt sent. The pt was transferred to intensive care for continued elevation of blood pressure and heparinization. Extravasation of onyx into the mainstem posterior cerebral artery necessitated premature abandonment of the procedure.